Event description:
The facility biomed reported a flogard device that repeatedly shutdown during patient infusion. There was no loss of power--pump did not shut itself off, but did interrupt therapy by stopping infusion. An unknown patient (information regarding patient identifiers and treatment is not available) was being treated for dehydration with normal saline (dosage and manufacturer unknown). During therapy, the biomed stated that pump repeatedly "beeped then stopped infusing as though the 'stop' key had been pressed on the keypad during patient infusion." Nurse would restart infusion and the same problem would happen again. Patient was eventually switched to a different device and therapy was continued without incident. There was no patient injury or need for medical intervention.

Manufacturer narrative:
(B) (4). The biomed evaluated the pump and determined the problem was related to a faulty keypad. The keypad was replaced in-house, and the device is functioning properly and now back in service. The device will not be returned to baxter for evaluation.